Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined. Telephone extension number (B)(6).

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch which was reported to have a broken spike. There was unknown patient involvement, no harm was reported as a consequence of this event. No further information is available.